Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? H6 investigation findings: c22 - photo review. H3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the patient¿s scar, the suture used is not visible in the image. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an internal fixation of an open fracture of the proximal phalanx of the right index finger on (B)(6) 2025 and suture was used. The patient had suffered an open fracture of the proximal phalanx of the right index finger due to trauma. During the surgery, the doctor provided the patient with suture to suture the extensor tendon. The patient improved and was discharged on (B)(6) 2025 after surgery. At the time of discharge, two kirschner wires were in place. During this period, the patient had 6 follow-up visits in the outpatient department. The kirschner wires were removed and fixed on (B)(6) 2025. On (B)(6) 2025, the patient found local skin pain and slight swelling in the index finger of their right hand. The patient had inflammation wound swelling, they came to the hospital for treatment, and the doctor considered it to be a knot reaction and performed incision and suture removal. On (B)(6) 2025, the patient came to the hospital for a follow-up examination. There was no pain or swelling in the index finger of the right hand, and the movement of the metacarpophalangeal joint was normal. The movement of the proximal interphalangeal joint was limited, and there were no obvious abnormalities on x-ray. The doctor instructed the patient to continue functional exercise and seek medical attention at any time. Additional information was requested.